Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to rite- monitored volume failed performance spec: fill 1 830.9 ml, drain 1 830.6 ml, fill 2 829.3 ml, drain 2 829.2 ml. (Allowable rite range 774 ? 821 ml). Per cqi56 this is a reportable malfunction since fill/drain 1 or 2 volume outside range 750.0 ml - 828.2 ml. Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device for the issue of failed homechoice (hc) return instrument test/evaluation (rite) failed functional test for therapy monitored volume failed performance specification: fill 1 830.9 ml, drain 1 830.6 ml, fill 2 829.3 ml, drain 2 829.2 ml. The pal evaluated the device. Inspection of piston foam revealed that it was deteriorated. The deteriorated piston foam would not allow the proper amount of fluid to be delivered resulting in failed volume transferred comparison. Assignable cause for the rite failure of failed volume transferred comparison was determined to be caused by deteriorated piston foam. Pal recommends replacing the door piston foam (2 each). Device was sent to servicing.